Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the air in line test during device testing. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to a constant reload set alarm. The device was determined to not meet all product specifications related to the reported event. The 'air in line test fail' was unable to be verified. Review of the upstream sensor fluid numbers were found to be out of specification which would make the device more sensitive to air in line alarms if the device was able to run. The upstream sensor was replaced to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.